Event description:
It was reported that one day post pump replacement surgery, the pt was lethargic and is heart rate was dropping. The pt had also been vomiting. The pump was programmed to deliver baclofen (2000/ml; 1050.1 mcg/day). It was further reported that the pt received unspecified medications to sustain his heart rate. The pump was turned off which made no difference except to make the pt begin to have withdrawal symptoms when he awoke until the pump was turned back on. The pt was given physostigmine at some point and this could cause bradycardia. It was also reported that the pt had had several of these comatose episodes where his heart slows down too much and they had no correlation with the pump replacement, refills or any other specific events. It was also stated that the pt, the family, and the hcp were all convinced that the episodes (which were becoming more frequent) had nothing to do with the pump. Eight days later, it was reported that the pt went to the emergency room for an overdose. The pt symptom was reported as drowsiness. The hcp reported that the pt experienced cardiovascular problems and somnolence, but they were not device related. Three dose adjustments had been made post surgery and between the emergency room visit and there was "no change in mental status". The pt's current dose of baclofen (2000 mcg/ml) was 499.6 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
.